Manufacturer narrative:
The device was scrapped per the customer's request.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" alarm code related to the device's oxygen blending module board was observed. The device failed a test step related to the active exhalation control module.